Event description:
It is reported that the catheter was found ruptured during use.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen 7 fr x 20 cm cvc set catheter for evaluation. Visual examination of the 3-lumen catheter body, juncture hub and extension lines did not reveal any defects or anomalies. The length and outer diameter of the catheter were measured and were found to be within specification. Each of the 3 extension lines were flushed with water to functionally test the catheter. All of the extension lines functioned as expected. A device history record review was performed and no relevant manufacturing issues were identified. The customer report of a ruptured catheter could not be confirmed through testing of the returned sample. All three of the catheter extension lines were flushed with water and functioned as expected. The catheter met all other relevant functional, visual and dimensional testing. A device history record was performed on the catheter and no relevant manufacturing issues were identified. Based on the condition of the returned sample, no problem was found with this sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the catheter was found ruptured during use.